Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller, friend of the end user and the end user alleges the joystick was off and the chair was still moving.